Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 210 mg/dl and sensor glucose was 305 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. No harm requiring medical intervention was reported. The customer will continue to use the device.